Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by abdominal pain and turbid effluent. The cause of peritonitis was not reported. The patient was hospitalized and was treated with unspecified antibiotics (dose, route, frequency and duration were not reported) for peritonitis. It was reported that the patient was discharged from the hospital. At the time of this report the effluent was clear, the patient experienced no pain and was recovered from the peritonitis event. Action taken with pd therapy was not reported. No additional information could be provided as the reporter declined follow-up.